Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in the clinic for a routine follow up. The left ventricular lead exhibited loss of capture. A chest x-ray showed that the lead was still in place. No intervention was reported.

Event description:
New information indicated that the lead was explanted.